Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, the investigation found a detached dso seal. The dso seal, lens and battery compartment were replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the sound is really low even when the sound it's at the maximum. However, the investigation did find a detached dso seal. There was unknown patient involvement.